Manufacturer narrative:
The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. This is 1 of 2 reports associated with report 1226348-2016-00059. (B)(4). Concomitant medical products and therapy dates: deltafill (dlf100410/c40279); 2 deltafill (dlf100410/lot unknown); 1 deltafill (dlf180415/lot unknown); sl-10, .0165¿ ID microcatheter (details unknown); 42 codman/micrus coils (details unknown).

Event description:
It was reported by the hospital contact that the wire of 2 deltafills (dlf100410/c40279) and (dlf180415/c40396) would not pull back into the sl-10, .0165¿ ID microcatheter (details unknown). When we tried the new spectra coils, the 1st dlf180415 (lot unknown) went in with no issues. The 2nd dlf180415 went in and detached properly, but the pusher wire would not pull back into the microcatheter. Several unsuccessful attempts were made to pull the wire into the microcatheter, and then the dr had to pull out the entire microcatheter with the coil wire in it to re-access the aneurysm. At that point, we observed on the back table that the coil wire had a small spherical remnant at the heater section of the wire when detached, thus not letting it pull back into the microcatheter. We then started back using the regular version of our coils¿g2, deltamaxx, deltapaq. After many of those coils, we then tried to use the spectra coils again. We implanted (2) dlf100410 coils with no issues. On the 3rd dlf100410, the same issue happened as before in that the coil detached properly, but the wire would not pull back into the microcatheter. Same observations were made on the back table as well. This case was a treatment for a large cc fistula. Forty two codman/micrus coils (details unknown) were used. It was initially reported that the products will be returned for analysis.

Manufacturer narrative:
It was reported by the hospital contact that the wire of 2 deltafills (dlf100410/c40279) and (dlf180415/c40396) would not pull back into the sl-10, .0165¿ ID microcatheter (details unknown). When we tried the new spectra coils, the 1st dlf180415 (lot unknown) went in with no issues. The 2nd dlf180415 went in and detached properly, but the pusher wire would not pull back into the microcatheter. Several unsuccessful attempts were made to pull the wire into the microcatheter, and then the dr had to pull out the entire microcatheter with the coil wire in it to re-access the aneurysm. At that point, we observed on the back table that the coil wire had a small spherical remnant at the heater section of the wire when detached, thus not letting it pull back into the microcatheter. We then started back using the regular version of our coils¿g2, deltamaxx, deltapaq. After many of those coils, we then tried to use the spectra coils again. We implanted (2) dlf100410 coils with no issues. On the 3rd dlf100410, the same issue happened as before in that the coil detached properly, but the wire would not pull back into the microcatheter. Same observations were made on the back table as well. This case was a treatment for a large cc fistula. 42 codman/micrus coils (details unknown) were used. It was initially reported that the products will be returned for analysis. Very limited information was received. The coil was implanted and not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. The device positioning unit (dpu) was returned protruding outside the microcatheter. The unreported, but returned microcatheter appears to be a headway microcatheter. The pebax sleeve has melted and expanded with a rough texture. The dpu could not be retracted into the microcatheter. The distal tip of the microcatheter was severely damaged with a distorted out of round condition to the inner lumen. It cannot be exactly determined if the distal tip of the microcatheter was damaged by the melted pebax sleeve during retraction or was already damaged. The complaint of the dpu unable to be retracted into the microcatheter is confirmed. Laboratory testing duplicated the field complaint as retraction of the dpu into the microcatheter was not possible. While the exact root cause cannot be determined, the most likely contributing factor may have been due to the pebax sleeve melting, expanding, and distorting to a rough textured surface that came in contact with the microcatheter¿s inner lumen preventing retraction into the microcatheter. A review of the manufacturing documentation associated with this lot (c40396) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is 1 of 2 reports associated with report 1226348-2016-00059.